Manufacturer narrative:
Omsc reviewed the repair service history for the subject device. The subject device was repaired by olympus in february 2013 and omsc confirmed no irregularity in the service record. The device was returned to omsc for evaluation. The evaluation confirmed that there were no edge in the insertion portion, no fold in the rubber of the angulation portion and no irregularity. The instruction manual has already warned "if the endoscope cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it; deal appropriately. Forcibly withdrawing the endoscope may cause patient injury bleeding and/or perforation."

Event description:
Olympus medical systems (omsc) conducted a retrospective review for MDR and found that this MDR was required to be submitted. Olympus was informed that during a diagnostic endoscopy for rhino pharynx for the patient, the rubber of the angulation port of the subject device wrinkled up and the patient had a bleeding in the rhino pharynx. The facility completed the procedure using subject device and the patient came back home after the procedure. There was no information of the outcome of the patient since the patient did not visit the user facility after the procedure.